Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-.04912. The original equipment manufacturer (OEM), omsc, performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the results of the evaluation it is presumed that the image was not displayed because video signals could not be transmitted to the processor due to the damage to the cable. In addition, for the communication error (e224), it is also presumed that the error occurred because communication between the processor and the camera head could not be done due to the damage to the cable. To mitigate the risk of device damage, the instruction manual states, - do not coil the camera cable with a diameter of less than 20 cm. The camera cablemay be damaged. - never excessively pull the camera cable, but straighten it gradually when it iscoiled. The camera cable could be damaged. - never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.the camera cable could be damaged. - do not use excessive force when wiping the external surfaces of the cameracable. The camera cable could be damaged. - never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. - never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged."

Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of no image was confirmed. The service technician observed scope communication error was displayed on screen due to shortage in cable. In addition, rear cover label was scratched. Parts replaced and unit passed functional and leak tests. The cause can be attributed to an electrical issue. No further information was reported.

Event description:
The customer reported to olympus no image on device. There was no patient injury reported.